Event description:
The customer reported to olympus during preparation for use, will not white balance on the 4k camera head. Upon inspection and testing of the returned unit, a e224 (scope communication error) displayed on the monitor. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the focus switch was working intermittent due to a damaged switch board and a faded label on the rear cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, e224 errors were reproduced, but the phenomenon in which images were not displayed were not reproduced. E224 is an error caused by poor communication between the camera head and the processors. It was determined that communication failure occurred due to cable failure, and e224 errors were displayed; however, images were not temporarily displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.